Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that a 1600 dose of doxorubicin was infusing via a secondary set into the primary set of 0.9ns. The doxorubicin was programmed to infuse at 50ml/hr for 6 hours. At 1800 the infusion was stopped for 2 minutes to give zofran and 0.9 ns flush via PICC line. The doxorubicin was then restarted. At 1900 the 0.9ns primary bag was bulging and orange in color. The secondary infusion of doxorubicin was empty. All clamps were assessed to make sure they were open. Good blood return was noted and the PICC line was soft and flat. There is no report of patient harm.

Manufacturer narrative:
The failure investigation determined that the suspect device is now a disposable product and requires a new manufacturer report number. Please reference manufacturer report number 9616066-2017-00268 for MDR reporting.

Event description:
The doxorubicin was programmed to infuse on the peds/picu profile. The patient had additional monitoring and lasix was given to counteract the extra fluid infused to make sure all the chemotherapy was infused. There was no lasting patient harm.